Event description:
The event is reported as: alleged issue: stapler jamming after first staple. The stapler remained "blocked" on the pt's scalp. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint.